Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported the backup battery issue. The manufacturer¿s field service engineer (fse) replaced the battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported a backup battery issue. There was patient involvement, but no one was harmed.